Event description:
Info received indicates the bed had unintentional chair function. No injury.

Manufacturer narrative:
The technician replaced the right siderail caregiver circuit board to repair the bed. The technician stated he could not determine the cause and there was no fluid ingress on the circuit board.